Event description:
It was reported that the device was used during an "hals" nephrectomy procedure. It was reported that the clips misfed into the jaws of the device. Another device was used to complete the case. There was no consequence to pt.